Manufacturer narrative:
The insulin pump had detached/broken end cap, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched/worn and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had desoldering bottom on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.